Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient refused to take coumadin and was presented with elevated plasma free hemoglobin and elevated lactate dehydrogenase. Pump thrombus was suspected.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.